Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer reported that the insulin pump received insulin flow block alarms. Customer stated that they were unable to troubleshoot for the issue because insulin pump was not available at the time of call. It was reported that the customer was on active mode. The customer was not able to troubleshoot at time of call and unable to determine the cause of the issue. No further information was given. The insulin pump was not returned for analysis.